Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller states pt had a revision on (B)(6) 2022 due to lead migration. Caller does not know when migration occurred. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information from the rep indicated that they were at the lead revision surgery. The reason for call was caller states pt is getting good relief for their legs but pt is getting a hot sensation near where the leads are located. Caller states the pt first noticed it when she sat/bear down to go to the bathroom and now it is occurring at random times. Caller states pt states it feels like a sunburn. Caller notes that ice seems to help with this. The hcp told rep that he believes it may be related to some post-operative pain. Technical services (tss) asked, caller does not know if the issue resolves when ins is off. Caller states she ran impedances today and they were 'perfect'. Issue is occurring where leads are between t8-10. The caller was not with the patient. Tss advised caller to consider having pt spend some time with ins off to see if that resolves the issue. Caller to continue to work with doc and pt. Technical services also noted that if they feel it is related to stim, they can consider reprograming. The caller states that the issue started within the past two weeks to her knowledge.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.